Manufacturer narrative:
(B)(4). Based on baxter's review of the event history for this report, it was discovered that failure code 199:117:284:0000 occurred at power up following a total power loss. There was not an interruption during delivery. This complaint is no longer reportable.

Manufacturer narrative:
(B)(4). The evaluation is in process; a follow-up medwatch report will be submitted upon completion or if any additional information becomes available.

Event description:
During product evaluation at baxter, it was discovered in the event history that failure code 199:117:284:0000 occurred during delivery and delivery was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.